Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer received a program safety alarm on her insulin pump. Her blood glucose was 169 mg/dl. The customer stated that since receiving the alarm, her blood glucose was running high all day in the lower 200 to 299 mg/dl range. It was found the settings were correct and the history was normal. The insulin appeared normal and was not expired. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.